Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant procedure, high pacing threshold and low sensing values were observed during right atrial (ra) lead placement. Repositioning attempts resulted in the helix being unable to extend. The ra lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences reported.

Manufacturer narrative:
The reported events were the screw mechanism not behaving as normal, high pacing threshold and low sensing. As received, a complete lead was returned in one piece. The reported event of the screw mechanism not behaving as normal was confirmed. Visual examination found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to be extended and retracted. The measured full helix extension was within specification. The reported events of high pacing threshold and low sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of the screw mechanism not behaving as normal was isolated to the helix clogged with blood/tissue.